Event description:
After thermo-cool catheter was sterily handed to the physician, the curve mechanism of the catheter was tested, prior to entering it into the patient's body. The curve mechanism was defective and the catheter was automatically replaced with another thermo-cool catheter. There was not any patient harm.